Manufacturer narrative:
On december 02, 2024, mentor received the following additional information: date of birth: on (B)(6) 1949. Patient age at the time of event: 74 years old. Ethnicity: not hispanic/latino. Race: white. Date of event: december 13, 2023. Approximate date of implantation: on (B)(6) 1981. The patient was implanted with the suspect medical devices during a primary breast reconstruction surgery. The patient was diagnosed with bilaterally ruptured breast implants using magnetic resonance imaging. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was reported to have experienced bilaterally ruptured breast implants requiring replacement. No further information was provided on the method of diagnosis. As a result, the patient underwent bilateral removal and replacement with 370cc mentor memorygel xtra breast implants on november (B)(6) 2024. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).